Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, at start up of the unit there was a burning smell and smoke. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The service repair tech (srt) found that "cap c28" was blown on the auxiliary board. The srt replaced the auxiliary board. With the board replaced, the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.